Event description:
It was reported by the customer that a pyxis medstation es system had visual smoke. The customer stated that thermal damage found on the solenoid no other damage found. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-oct-2022 to 21- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to thermal damage on the solenoid. The field service engineer replaced the drawer controller, solenoid and the drawer to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was due to thermal damage.the field service engineer replaced the drawer controller and solenoid.the system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system has visual smoke. The customer stated that thermal damage found on the solenoid no other damage found. There were no adverse events or injuries reported based on this incident.